Event description:
Caller alleged discrepant results (precision) comparison of inratio test compared with lab results. Results as follows: set: 1, meter-inr: 2.3. Set: 2, meter-inr: 1.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: set: 1, meter-inr: 2.3. Set: 2, meter-inr: 1.1. Per event details, milking the finger have occurred. Per technical bulletin 107, this lead to pre-analytical errors as a result of contamination with interstitial fluids. Inratio meter mean: 1.7, sd: 0.85, %cv: 49.91. Since 49.91% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. Unable to perform retained strip test due to unk strip lot number on the event details. Hence, no further investigation is required. As of today, products associated to this complaint are not expected to be returned.